Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 600 mg/dl. A bolus was delivered to address elevated bg. The customer did not believe that insulin was being delivered via pump and supplies. The customer went to the emergency room (ER) and was admitted to the hospital. The customer was treated with intravenous drip and insulin injections. The customer reported no insulin was observed in the tubing. The customer was discharged on (B)(6) 2018 with the elevated bg resolved. The customer reverted to using insulin injections for insulin therapy. Upon follow-up, the customer met with a pump trainer and was "doing well with no reported issues or concerns".